Manufacturer narrative:
(B)(4). Concomitant medical products - liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells/ pn 00630505036/ ln 61018321, unknown shell, unknown head. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient continues to experience pain approximately eleven years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.